Event description:
Ileus. In 1998, this pt, underwent a surgical removal of a hysteromyoma. One sheet of seprafilm was used, site unspecified. Eight days post operatively, the pt developed an ileus. The reporting physician assessed the event as possibly related to the use of seprafilm. No further details were provided. No further info is anticipated.